Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no patient involvement. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse replaced the bottom (lcd) liquid crystal display panel as a precaution. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).